Manufacturer narrative:
The customer's regulator was not returned for evaluation. The lot number was not provided and could not be determined based on the information received therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. No further evaluation results have been received from the contract manufacturer to date. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not anticipated for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that their ophthalmic gas dispensing regulators will not build enough pressure in order to deliver gas into a tb syringe that is to be used during surgery. Procedure details and patient involvement information is unknown. There was no patient harm reported in association with this report. Additional information has been requested, but is not anticipated.